Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this implantable pacemaker exhibited loss of capture, high pacing thresholds and low within range impedance measurements on the right ventricular channel. Furthermore, concerns regarding battery longevity were raised, premature battery depletion was discarded, changes in battery longevity were due to the increase in power consumption. It was decided to explant and replace this device. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited loss of capture, high pacing thresholds and low within range impedance measurements on the right ventricular channel. Furthermore, concerns regarding battery longevity were raised, premature battery depletion was discarded, changes in battery longevity were due to the increase in power consumption. It was decided to explant and replace this device. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.